Manufacturer narrative:
This report is submitted on july 3, 2024.

Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2024, due to a planned ear reconstruction. Now eligible for the procedure, the osi200 implant coil is too near the intended reconstruction site. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.